Manufacturer narrative:
(B)(4): the customer reported that the unit will not read 12 lead and if it does, there is a lot of artifact. The customer has tried multiple leadsets with the same result. There was no report of patient impact. The unit was evaluated at philips and the failure was verified. The unit was losing 12 lead and showed artifact due to a worn out ECG connector. Replacement of the measurement connector panel resolved the failure. The unit passed all testing and was shipped back to the customer site.

Event description:
The customer reported that the unit will not read 12 lead and if it does, there is a lot of artifact. The customer has tried multiple leadsets with the same result. There was no report of patient impact.